Manufacturer narrative:
Zoll has not yet received the thermogard xp ivtm system for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the thermogard ivtm system (B)(4) was displaying error message tcmid: 06 (ce post failure). Per reporter, second system was used to continue with treatment. No further information was provided. There are no known patient consequence reported.